Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2009620) on 07-jul-2020. The most recent information was received on 23-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvis muscular pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("I have very big pain in the lower abdomen and in the back"), menorrhagia ("periods with bleeding belly, when I have my period because very often I have to go home because I am stained"), back pain ("I have very big pain in the back"), vaginal discharge ("profuse vaginal discharge"), myalgia ("muscular pains"), breast swelling ("swollen breasts"), otitis media ("serous otitis media approximately every 6 months"), tympanic membrane perforation ("perforation of the eardrum"), deafness ("hearing loss"), migraine ("infernal migraines"), paraesthesia ("tingling sensations in the body"), burning sensation ("big burning sensations in the body"), constipation ("constipation"), cardiovascular disorder ("very poor blood circulation"), vision blurred ("blurred vision"), lacrimation increased ("crying eyes"), dark circles under eyes ("under the eyes like dark circles non stop"), periorbital swelling ("swelling under the eyes non stop") and mood altered ("excessive mood change"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, back pain and deafness had not resolved and the vaginal discharge, myalgia, breast swelling, otitis media, tympanic membrane perforation, migraine, paraesthesia, burning sensation, constipation, cardiovascular disorder, vision blurred, lacrimation increased, dark circles under eyes, periorbital swelling and mood altered outcome was unknown. The reporter considered abdominal pain lower, back pain, breast swelling, burning sensation, cardiovascular disorder, constipation, dark circles under eyes, deafness, lacrimation increased, menorrhagia, migraine, mood altered, myalgia, otitis media, paraesthesia, pelvic pain, periorbital swelling, tympanic membrane perforation, vaginal discharge and vision blurred to be related to essure. The reporter commented: events started in early 2017. Current status: waiting for the results of my radio on the implants in order to have them removed. Allergic test in progress. I can no longer support myself physically my body is no longer mine for 3 years and shame on my gynecologist who put the implants on me and who never told me about any adverse effects on these implants. It was my general practitioner who prescribed me an allergic radio test. I wish to be just fine no longer having pain every day regaining my hearing would be miraculous. To not be afraid to go to work when I have my period because very often I have to go home because I am stained I have very big pain in the lower abdomen and in the back of the infernal migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvis muscular pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("I have very big pain in the lower abdomen and in the back"), menorrhagia ("periods with bleeding belly, when I have my period because very often I have to go home because I am stained"), back pain ("I have very big pain in the back"), vaginal discharge ("profuse vaginal discharge"), myalgia ("muscular pain"), breast swelling ("swollen breasts"), otitis media ("serous otitis media approximately every 6 months"), tympanic membrane perforation ("perforation of the eardrum"), deafness ("hearing loss"), migraine ("infernal migraines"), paraesthesia ("tingling sensations in the body"), burning sensation ("big burning sensations in the body"), constipation ("constipation"), cardiovascular disorder ("very poor blood circulation"), vision blurred ("blurred vision"), lacrimation increased ("crying eyes"), dark circles under eyes ("under the eyes like dark circles non stop"), periorbital swelling ("swelling under the eyes non stop") and mood altered ("excessive mood change"). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, back pain and deafness had not resolved and the vaginal discharge, myalgia, breast swelling, otitis media, tympanic membrane perforation, migraine, paraesthesia, burning sensation, constipation, cardiovascular disorder, vision blurred, lacrimation increased, dark circles under eyes, periorbital swelling and mood altered outcome was unknown. The reporter considered abdominal pain lower, back pain, breast swelling, burning sensation, cardiovascular disorder, constipation, dark circles under eyes, deafness, lacrimation increased, menorrhagia, migraine, mood altered, myalgia, otitis media, paraesthesia, pelvic pain, periorbital swelling, tympanic membrane perforation, vaginal discharge and vision blurred to be related to essure. The reporter commented: events started in early 2017. Current status: waiting for the results of my radio on the implants in order to have them removed. Allergic test in progress. I can no longer support myself physically my body is no longer mine for 3 years and shame on my gynecologist who put the implants on me and who never told me about any adverse effects on these implants. It was my general practitioner who prescribed me an allergic radio test. I wish to be just fine no longer having pain every day regaining my hearing would be miraculous. To not be afraid to go to work when I have my period because very often I have to go home because I am stained I have very big pain in the lower abdomen and in the back of the infernal migraines. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.